Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 58.2 cm. The reported event of helix difficult to rotate was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during the procedure the physician attempted to implant the right ventricular lead. The lead¿s helix failed to extend. The physician used a replacement lead to complete the procedure. The patient¿s condition was stable.